Manufacturer narrative:
An event regarding a disassembled ratchet handle was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirms the event. The device was returned disassembled. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been similar previous reported events for this lot ID. Conclusions: this event was confirmed to be within the scope of a manufacturing non-conformance.

Event description:
It was reported that during the index surgery when the scrub tech tried to attach the reamer handle, it would not lock into place correctly. The angled reamer, when engaged with the spherical reamer, would not connect or lock into place. A second set was immediately available and no adverse consequence or delay in surgery was reported. The hospital would not release any patient information for this case.

Event description:
It was reported that during the index surgery when the scrub tech tried to attach the reamer handle, it would not lock into place correctly. The angled reamer, when engaged with the spherical reamer, would not connect or lock into place. A second set was immediately available and no adverse consequence or delay in surgery was reported. The hospital would not release any patient information for this case.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.